Event description:
Explant physician reports "leak from the port." The surgeon noted "big defect - not needle damage cause." The leakage was noted on the port tubing.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. No additional information is available at this time.